Manufacturer narrative:
Trackwise- (B)(4). The device was returned to the factory for evaluation on 03/28/2025. An investigation was conducted on 04/03/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire. There were no visual defects observed on the clear intact silicone insulation on the cold jaw. The clear silicone insulation on the hot jaw closest to the base of the hot jaw was observed to be peeled, exposing the base of the hot jaw. The shaft of the device closest to the base of the jaws was also observed to be peeled, exposing the inner contents of the shaft. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed as well as the analyzed failure "peeled; delaminated; shaft" was observed. The lot # 3000405184 history record review was completed. There was an ncmr , rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported "peeled; delaminated; jaw" and as analysed "peeled; delaminated; shaft" failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone completely detached from jaw. They retrieved a broken off piece of silicone from the tunnel. No patient harm. No added incisions or time. Finished case using new kit. Power setting at 3.